Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined the probe was bent and the bottom bearing was frozen. A bent probe can lead to a loss of vacuum / pressure in the fluidics system which could results in probe drip. Replacement of the appropriate components has returned the instrument to its expected operation. A previous complaint was received by the customer on 2/15/08, reference MDR 1056600-2008-00082. This customer has not logged any complaints against this analyzer since this incident.

Event description:
The customer reported the probe on the ortho provue analyzer dripped fluid during type and screen testing; the testing was aborted. The customer indicated that the analyzer posted no error messages; no erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.